Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the skin irritation. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.

Event description:
It was reported that a skin irritation causing an abscess, redness and swelling at the patient's infusion site (abdomen) occurred while wearing the pod between 37 and 48 hours. The patient was staying at a hotel and was taken to the healthcare professional (hcp) office onsite. The patient was prescribed antibiotics. No additional information regarding the antibiotics and the name of the hcp were provided. The patient's blood glucose levels (bgs) were at 400 mg/dl at the time of the reported event. A new pod was placed to lower bgs.

Manufacturer narrative:
Updated b5 - describe event or problem - patient provided new information regarding treatment and prescription information.

Event description:
It was reported that a skin irritation causing an abscess, redness and swelling at the patient's infusion site (abdomen) occurred while wearing the pod between 37 and 48 hours. The patient was staying at the hotel dream fun world in turkey and was taken to the healthcare professional (hcp) office onsite. The hcp looked at the abscess and palpated/touched it, and pressed it a little bit to get the pus out. The patient was prescribed cefax to take orally for at least 5 days and one other antibiotic, but didn't know the specific name. The patient's blood glucose levels (bgs) were at 400 mg/dl at the time of the reported event. A new pod was placed to lower bgs. 07nov24 additional information has been received, confirming the name of the hotel, country of incident, treatment and prescription details. The patient resides in germany but was travelling in turkey at the time of the event.